Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring split during branch ligation; no unusual force was applied. No components of the c-ring broke off in patient or harvesting tunnel. There was a procedural delay as it required opening a new kit which delayed the harvest, as well as withdrawing the scope carefully to not create any injury. There was no patient harm. Related to tw (B)(4).

Manufacturer narrative:
Trackwise #: (B)(4). The lot # 3000371260 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.